Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch vita meter continued to prompt the "apply sample" symbol after a blood sample had been applied to the test strip. The complaint was classified based on the customer service representative (csr) documentation, since the patient was not able to be reached for a follow-up. The patient reported that the alleged issue began on the morning of (B)(6) 2010. The patient informed the csr that she manages her diabetes with a combination of medications; however, it is not known if she made any changes to her regimen as a result of the alleged issue. The patient reported that a "few" minutes after the alleged issue started she developed symptoms of feeling "sweaty and trembles". The patient denied receiving medical treatment; however, informed the csr that 1 hour prior to when the alleged issue started she had more food and/or drink. At the time of troubleshooting, the csr discovered that the subject meter was brand new and that the patient was applying the sample to the test strip incorrectly. The alleged issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The 510k # is k082513. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.